Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia while using the ilet, with lowest documented blood glucose of 51¿53 mg/dl and a fingerstick of 56 mg/dl; the episode lasted about 30 minutes and the ilet provided a low glucose alert. Symptoms included no reported hypoglycemic symptoms. Outcomes included correction of hypoglycemia with oral carbohydrates, specifically a total of approximately six glucose tablets and orange juice, without outside assistance or medical intervention. Investigation included troubleshooting and user education regarding proper meal announcements and the adjustment period after initiation of therapy. Investigation of this case revealed no device malfunction was identified, and the event was associated with cause unclear hypoglycemia in the context of recent system start and potential meal announcement mismatch. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.